Event description:
N/a.

Manufacturer narrative:
The hakim valve was returned for evaluation. Failure analysis - the valve was visually inspected; some biological debris was noted needle chamber. The position of the cam when valve was received was 40mmh2o. The valve was hydrated. The valve was leak tested and no leaks noted. He valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no functional issues were noted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim programmable in-line valve was implanted in a patient via ventricular peritoneal shunt in (B)(6) 2020 with an unknown initial setting. On an unknown date, the flow became poor, and the shunt pressure was adjusted for follow-up. In (B)(6) 2021, the catheter (manufacturer: unknown) on the ventricular side was pushed out, and the catheter was reconstructed. Even after the reconstruction, the flow was poor, and even the minimum pressure was ineffective. It is unknown if the patient experienced any clinical signs or symptoms. The patient was taken to the operating room on (B)(6) 2021 and the valve was replaced. The patient is in follow up.